Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to corroded battery tube. There was no moisture damage on the electronic assembly or motor. There was no vibration anomaly or constant tone. The pump had scratched display window, cracked battery tube threads and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The customer stated that she had issues with battery leaks. She stated that it was the 3rd battery that leaked and the display went blank after exposure to moisture. There was a constant tone. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.